Event description:
It was reported to medtronic minimed that the customer experienced a blank display on the pump, which occurred randomly. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, and the customer reported that they were using a battery and the correct battery cap for the pump, which was undamaged and free of corrosion. Despite restarting the pump, the display did not return, and the pump had not been dropped or exposed to moisture. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. Product mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The sc1-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with blank display. Unable to perform the displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion test and self test due to blank display. Unable to download history files and traces using thump software. The pump was cut open to perform visual inspection and found moisture ingress on pcba1 assembly noted. The following were noted during visual inspection: minor scratches on lcd window and minor scratched case. In summary, the customer alleged expose to moisture confirmed. Blank display was confirmed during analysis due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.